Event description:
On (B)(4) 2014, 9 complaints were reported to lifecell by (B)(6), after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient #9. A female patient with a bmi of (B)(6) underwent a unilateral (left) nipple-sparing mastectomy with primary, direct to implant reconstruction with a lifecell device on (B)(6) 2014. On (B)(6) 2014, the patient was treated for nipple areola complex (nac) necrosis. It was reported that the patient had chronic recurrent granulating, as well as focal, necrotic inflammation after infection of the implant. The breast implant and the lifecell device were explanted. Histopathology revealed a foreign body response.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00145 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: 300 ml. Culture results revealed enterobacter cloacae complex (the source of the culture was not reported).

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of the device history record for lot sp100041; review of the lifecell complaint management system; results of evaluation: histopathology revealed a foreign body response. Investigation into lot sp100041 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing with product or patient impact. A query of the complaint management system on (B)(4) 2014 revealed no similar complaints against lot sp100041. (B)(4). Lot sp100041 met all qc release criteria. Conclusion: device not returned. Internal investigation resulted in no remarkable findings, including (B)(4) devices distributed with no similar complaints reported against lot sp100041 and no deviations or nonconformances revealed during processing with product or patient impact. The implant infection was reported as recurrent granulating, as well as focal necrotic inflammation. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the implant infection, wound necrosis and foreign body response, based on the reported information, the patient's condition and contributing factors and the internal investigation into lot sp100041 with no remarkable findings, the infection, wound necrosis and foreign body response is likely related to the breast implant and unlikely related to the lifecell device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.